Event description:
It was reported that three days post implant, the patient experienced diaphragmatic twitching. The device exhibited loss of capture at 7.5 v, 0.4 ms. X-ray and CT scan revealed that the lead had perforated the pericardial membrane. The lead was subsequently replaced.